Event description:
During diagnostic cardiac catheterization the tip of the diagnostic catheter broke off which then had to be retrieved. [Dates of use: (B)(6) 2003 - (B)(6) 2011]. [Reason for use: arteriosclerotic heart disease].